Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was in the 500 mg/dl range. Customer was in a substance abuse facility and was taken to the hospital due to high blood glucose levels. Customer had low blood pressure which resulted in them passing out and eventually being taken to the emergency room. Customer's mother was out of town and they were unable to troubleshoot due to not having the insulin pump. Customer was treated at the hospital and released. Customer's mother was advised a tubing clamp would be sent out in order to perform the high pressure test.